Event description:
It was reported that the pulse generator's connector would not accept the lead and had difficulty with the screw. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was found normal device characteristics.